Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
On the first day of the injection (B)(6) 2009 the pt experienced extreme swelling. Pt took benadryl and motrin. It took 48 hours for the swelling to go down. On (B)(6), the pt had to go to the hosp because she had large yellow and brown nodules and had to have them drained. The hosp treated the pt with an antibiotic IV and steroid medrol dose pack.